Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 09:15am and 09:29am on 18 september 2020 together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 8." The "rush run" protocol comprising one cassette was started in retort b at 09:29am on 18 september 2020; and was abandoned by the user at 09:30am on 18 september 2020 during step 1 (fixation step) of the protocol. Event code "18" was displayed to the user at 11:04am on 18 september 2020 when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 8." - bottle 8 (ethanol) was not in contact with the corresponding sensor for 10 seconds from 11:05:10am on 18 september 2020, which is not sufficient time to replace the reagent. The station properties were reset at 11:05:29am on 18 september 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were: ethanol concentration=78.2%, cycle=79, cassettes= 6463 and days=55. The station properties for bottles 2 (formalin), 3 (70% ethanol), 4 (70% ethanol), 5 (ethanol), 6 (ethanol), 7 (ethanol), 8 (ethanol), 9 (ethanol), 10 (ethanol), 11 (xylene), 12 (xylene), 13 (xylene) and 14 (xylene) together with the wax in wax bath 2 were reset between 14:34pm and 15:11pm on 21 september 2020, which was following completion of the protocols from which sub-optimal tissue processing reported by the complainant. There was no evidence of any use error(s) when replacing these reagents. Although the user affirmed in the instrument software that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 11:05:29am on 18 september 2020, the actual ethanol concentration would have remained unchanged at 78.2% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) with an ethanol concentration of 78.2% was used for the final dehydration step of the "rush run" protocol started in retort b at 11:55am on 18 september 2020; the "biopsy run" protocol started in retort a at 17:50pm on 18 september 2020 and the "routine run" protocol started in retort b at 17:58pm on 18 september 2020, from which sub-optimal tissue processing was reported by the complainant. The reagent in bottle 8 (ethanol) was used in the final dehydration step of the three (3) processing runs detailed above after the use error, which occurred at 11:05:29am on 18 september 2020. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 11:05:29am on 18 september 2020. The facts indicate that when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed, a user did not complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The assigned leica field application specialist-core (fss) histology received a complaint by telephone that tissue samples from two (2) processing runs, which had been processed using peloris ii rapid tissue processor serial number (B)(4), were "mushy". The fss documented the following information reported by the complainant: "she's confident someone accidently pulled out a bottle on peloris ii, did not change it but logged it as changed in the software, and a protocol was affected. Customer informed me that she had two runs start on (B)(6) 2020 that were scheduled to come off on (B)(6) 2020. Routine protocol - 153 cassettes biopsy protocol - 84 cassettes" the fss also documented that the reagent in all bottles designated for ethanol, and xylene will be replaced; regrading of reagent will be completed with fss instructions, and re-processing instructions detailed in the leica peloris/peloris ii user manual were provided. On 23 september 2020, the fss contacted the laboratory by telephone, and was advised by the complainant that "mushy tissue" had been identified from the three (3) processing runs in which bottle 8 was used. On 24 september 2020, the assigned leica field application specialist-core histology received information that all cases involved in this event were diagnosable.